Event description:
"Blue sleeve is loose." This information is documented as reported to trimedyne. This event was reported to trimedyne in 2007 and based upon the information provided by the complainant, the event was determined to be not reportable. However, evaluation of the returned product (on 10/26/2007) revealed the problem to be reportable.

Manufacturer narrative:
Evaluation summary: note: the following information is considered to be confidential. A visual examination was performed on the returned product. Distal end: the fiber tip was cleaved and the buffer was stripped. Proximal end: the fiber is protruding 0.0035 inches and no defect was found on the fiber and the optical sleeve surface. The fiber is broken and separated 6.0 inches from the proximal end, next to the white protector tubing. The blue buffer is holding the separated pieces together. Test fitted the nut hybrid connector on a lumenis laser: no problem found. Verify aiming beam: no aiming beam present. Possible cause(s); fiber broken near connector end of device, just distal to strain relief, due to apparent torsional stress applied to fiber while not lasing.